Manufacturer narrative:
On (B)(6) 2024, additional information was obtained about the complaint: the customer feedback was that the instrument broke and broken pieces fell intraabdominally, but the pieces were retrieved. The instrument was inspected and nothing out of the ordinary was found. The fragment fell while dissecting tissue. The instrument was in use for about an hour. The surgeon did not find any prior issue, the instrument did not collide with anything, and the wrist was straightened when removed. No issue was found with the cannula and there were no details on how the fragments were retrieved. No additional procedure or tests were performed because all fragments were retrieved, and the patient has not returned to the hospital due to any complications.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace was analyzed, and the complaint was not confirmed by failure analysis. No broken blade or clamp arm was observed at the wrist assembly. The handpiece of the generator was finger-tightened on the unit. No play or looseness was observed between the instrument and the handpiece. ¿test in progress¿ appeared on the generator¿s graphic display. Self-test was completed with no issues and no errors were identified. The instrument was placed on the system and passed the recognition and engagement test as well. The instrument was advanced through the cannula for use. Motion at the wrist was intuitive. The foot pedal was pressed to deliver ultrasonic energy with no issue. No trouble was found with the harmonic ace instrument during in-house testing. No product issue was identified. A review of the provided image was performed and is consistent with the physical damage allegation. The root cause of the failure mode cannot be confirmed without the returned device. No further escalations required for the image review.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip from harmonic ace broke intraoperatively. The customer successfully retrieved all pieces. The procedure was completed with a backup instrument of the same kind.